Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead had experienced a perforation of the atrium. The perforation was suspected one day post-implant, when the patient experienced chest pain. At that time, effective ra and rv pacing was observed on ECG. However, later that evening, loss of capture was observed in the rv. External temporary pacing was provided and surgical intervention was performed to resolve the perforation. During the procedure, the physician visualized the helix of the ra lead was outside the heart; the lead tip was pushed back in and the hole was sutured. Five days later, the patient was stable and a lead revision was performed. The ra lead was explanted and replaced with a non-boston scientific lead. Additionally, this rv lead was retained as a guide for a new rv lead, then was cut and discarded. A new boston scientific rv lead was successfully implanted. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.